Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient came into the clinic for the initial turn on of device, clinician ran impedances and it was showing a short circuit on all contacts. The patient felt a shocking sensation near the battery was the impedance was run. There were no known external or patient factors that may have led or contributed to the impedance issue/short circuit. No diagnostic trouble shooting has been performed. Rep noted that there is a possibility that the patient will have to be brought back to the operating room to repair impedance issue, however nothing had been scheduled at the time of the report. No interventions were taken to resolve the issue and the issue was not resolved at the time of the report. It was stated that impedances were checked 2 weeks ago on (B)(6) 2018 intraoperatively during the stage 2 and impedances showed normal at that time. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was taken back to the or on (B)(6) 2018 to explore the short circuit. It was noted that the distal end of the extension looked to be sliced and had exposed wires. The doctor believed that the extension may have been cut with a suture while closing the pocket. The sliced extension was removed and replaced with another extension. The impedances were normal after the replacement. The sliced extension was with the hospital and would be sent to the manufacturer for analysis. The patient was doing well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.